Event description:
The same patient of MDR #3004721439-2020-00161 and 3004721439-2020-00162. Patient age: 5 years. Implantation: (B)(6) 2015. Removal: (B)(6) 2020.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no defect or other abnormalities are observed. Permeability test: the test showed that the shunt assistant is permeable. Computer controlled test: the computer controlled test has shown the opening pressure of the shunt assistant, at a reference flow rate of 20 ml/hr in a vertical position, to be 20.44 cmh2o. This is within the specified tolerance of 22 cmh2o ± 2 cmh2o. Adjustability test: the shunt assistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the shunt assistant is a fixed pressure valve, therefore the braking force and brake function test is inapplicable. Internal inspection of product: after dismantling of the valve, some visible deposits were found in the shunt assistant. Results: based on our investigation, we are not able to substantiate the claim of "over-drainage" however, we assume that the visible deposits found within the dismantled valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
In (B)(6) 2015, the product was used for surgery for postmeningitis hydrocephalus in a (B)(6)-old newborn. Pressure set inside the valve: first time : 7 cm h2o. 1 week later : 9 cm h2o. On (B)(6) 2016 : 7 cm h2o. On (B)(6) 2016 : 5 cm h2o. The patient was discharged because of good progress. On (B)(6) 2020 : emergency hospitalization due to sudden changes in condition (headache and vomiting). Shunt failure was not seen on CT images. There was a sign of slit ventricle syndrome, so the setting pressure was changed from 5 cm h2o to 10 cm h2o. (Check the changes on the computer, no x-ray). Since there was no improvement after that, a surgeon tried to change the pressure to 15cm h2o on (B)(6), but he could not change the pressure after trying to change it several times. Certas was performed on (B)(6). At last, the patient's conditions improved. After removing the valve, the surgeon tried to change the pressure, but could not confirm the change on the compass. No infection. This is the same patient from notification MDR #- 3004721439-2020-00162 and MDR #3004721439-2020-00161.